Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. The patient's son initially reported about an inaccurate reading from the previous sensor which was already removed and a sensor failure inserted on (B)(6) 2025 and failed on (B)(6) 2025. Prior to sensor failure around 10:30am the receiver provided an alert of 46 mg/dl and at that point the patient was unresponsive. There was no bg taken at that time, the reporter treated the patient with honey and juice. After providing treatment the reading from cgm increased to 67mg/dl. The son called paramedics and while waiting the cgm was still showing around 67 mg/dl and still no bg taken. When paramedics arrived, they checked her bgfs (no value documented), her cgm at that time the was 48 mg/dl . The patient was treated by the paramedics with unspecified medications. Before they sent her to the emergency room, they checked her cgm display and it was already showing sensor failure. The patient was taken to the ER and was treated with IV fluids (no exact medication). The patient was discharged the same day with no sustained injuries. The patient was doing good at the time of the report. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statements in the initial MDR, "it was reported that an unspecified malfunction occurred. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion." B6 relevant tests/laboratory data,inclu - additional h2 correction/additional information h6 medical device problem code - correction h6 type of investigation - correction to remove 4118 type of investigation not yet determined from the initial MDR. H6 investigation findings - correction h6 investigation conclusion - correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and the probable cause could not be determined.